Manufacturer narrative:
Initial report ref to natus complaint(B)(4). The lot number of the affected part was not provided. Risk management review: a review of (B)(4).medical device hazard analysis (rev 09), identifies the hazard situation as "5.12 stopcocks: broken, cracked/fractured luer fitting." The risk level is considered moderate. Based on complaint of "broken stopcock." This determination is based on the information received from the customer. Complaint history review/trend analysis: (24 months review and percent of sales) 16 previously confirmed "integ-broke in use" complaints within the past two years. (B)(4). Nt821731c units sold within past two years. Failure rate = 0.05% no related capas. Root cause/failure investigation: the customer did not return the device for evaluation. A picture of the broken stopcock was provided and attached to the complaint record, however root cause of failure could not be determined. Failure mode: no device returned - unable to determine.

Event description:
Nt821731c - customer had another natus drain stopcock break over the weekend. They provided pictures, they did not save the device. They provided feedback about best way to manipulate the stopcock (holding the base versus just putting pressure on the "off" tab.